Manufacturer narrative:
Continuation of d10: product ID: a71200, serial#: unknown, product type: software. Correction h6: a110401, missing. Previously, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cardioversion/defibrillation date was 1/8/24. It was unknown the energy used and where the paddles were located. The ins was located in the buttock. The cardioversion/defibrillation machine brand is unknown. The stimulation was on at the time of cardioversion/defibrillation. They had not previously have this done before. Casual patient is suspected to have had cardiac issues prior to the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2024-jan-15: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller states the pt reached him today because they were having trouble connecting to the ins. The rep had the pt close the application and try again and upon connecting to the ins the pt saw 'contact your clinician- service code 323'. Agent reviewed what this message means--agent advised caller to reach the pt again and ask if they have had cardioversion/defiber or any procedures, agent reviewed the guidance attached to this case. Rep stated, they had patient decrease stim and change groups multiple times but patient continued to have the same result and wasn't able to connect to the ins. Patient indicated that the day following implant, they were in the ICU and needed to be defibrillated. Caller wasn't sure about what led to the patient needing defibrillation following the implant. Agent recommended caller meet with patient and attempt to interrogate ins with tablet and call when they are with the patient for further next steps. Reviewed information regarding "failure after cardioversion" fca. Rep called and reported that the patient's spouse just contacted him to state the patient went into atrial fibrillation again and is on their way to the hospital. Rep is asking if they need to meet with the patient if the patient cannot connect to the ins. Reviewed "failure after cardioversion" and recommendation from previous agent to meet with the patient. Reviewed cardioversion and defibrillation compatibility and emailed the information for prescribers (ifp) to the rep for reference. Rep states they have not yet met with the patient since previous call, and plans to have a rep meet with the patient. Agent recommend trying to connect to the neurostimulator and if rep can't, then she is to try and send a reset neurostimulator command and then try again. If rep still can't connect then there is no recourse. Rep tried to connect to the implant and got system has detected device has reset, rep continued and tablet showed stimulation amplitude was too high. Rep then reset all amplitudes to zero and tried to connect again, but she can't as the system stops at 75%. Rep also got 0x767043c8. Rep tried resetting the neurostimulator again and the cycle of not being able to connect is the same. Rep to discuss replacement with healthcare provider (hcp). 2024-feb-08: additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient in person; they called customer service who walked the rep through a device reset multiple times with no success. Patient will be scheduled for battery replacement.